Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with perineoplasty due to pelvic organ prolapse. The patient experienced chronic pelvic and vaginal area pain, severe pain during intercourse, vaginal bleeding, abnormal bowel movements, rectal bleeding and physical pain. It was reported that the patient underwent mesh revisions in (B)(6) 2008, (B)(6) 2009, on (B)(6) 2010 and in 2011 due to mesh erosion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.